Event description:
A distributor reported on behalf of a healthcare facility in china that the rt200 adult dual heated ventilator circuit failed the ventilator leak test during setup and prior to patient use. There was no patient involvement as the issue was found during setup.

Manufacturer narrative:
(B)(4) section d4: UDI corrected. Section g4: rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Section h11: method: the subject rt200 adult dual heated breathing circuit was unable to be returned to fisher & paykel (f&p) healthcare for evaluation as it had been discarded by the healthcare facility. Our investigation is based on the information and photograph provided by the healthcare facility and our knowledge of the product. Results: review of the provided photograph confirmed that the rt200 adult dual heated breathing circuit did not pass the ventilator pre-use leak test. Conclusion: based on the information provided by the customer and without the return of the subject device, we are unable to determine the exact cause of the reported fault. All rt200 adult dual heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt200 adult dual heated breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Visually inspect beathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged."

Manufacturer narrative:
(B)(4). Section g4: rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the rt200 adult dual heated ventilator circuit failed the ventilator leak test during setup and prior to patient use. There was no patient involvement as the issue was found during setup.